Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had foreign matter. The following information was provided by the initial reporter: the connection/disconnection test showed that although all the devices complied with the current standard, there was a statistically significant difference in the mean ±standard deviation compression force (51.5 ±11.6 for the connect-ztm vs. 60.3±11.7 for the chemolocktm; p=0.0005). The contamination rates were significantly different: (B)(4) for the bd phasealtm versus (B)(4) for the chemolocktm; p < 0.0001).

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.